Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: I was reported on an unknown date that during an unknown surgical procedure the screwdriver tip was destroyed. It was unknown if there was any delay. The patient outcome was unknown. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.473, lot: l944739, manufacturing site: hägendorf, release to warehouse date: october 09, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the stationary part of the tip is twisted in clockwise direction, while the tip of the slider is intact with just slight wear marks. Investigation conclusion: the evaluation has shown that the stationary tip of the inter-lock screwdriver is deformed. Due to this damage, the device is not functional anymore and the complaint is confirmed. Our evaluation has shown that only the stationary tip is deformed; the tip of the slider is not deformed. This is a clear indication that the slider was not inserted into the screw recess as designed. Therefore, the force during screw insertion was not distributed over both tips as required and the stationary tip did get deformed by a mechanical overload. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.